Event description:
The tlif fixed cage inserter consists of an outer shaft and threaded inner shaft. The threaded inner shaft tip was noticed to have separated from the proximal shaft at instrument check in. With communication from representative, the inserter was malleted aggressively during use. There has been no further information regarding how the instrument tip was separated past this communication. Speculated cause of the breakage is due to the aggressive malleting during the surgery, with no other information regarding surgical technique used or patient anatomy. Surgery was completed without complications. Cause is indeterminate. There is no harm or injury to the patient.